Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified and reported by the customer. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer contacted global technical service (gts) regarding a system error (se) 2367 that occurred on the homechoice (hc) during dwell 2 of 3. The home patient completed therapy manually. There was no serious injury or medical intervention in association with this report. No additional information is available.